Manufacturer narrative:
The device associated with this incident was not returned for investigation. If the device is returned an investigation will be conducted and a supplemental report will be filed."

Event description:
The patient reported that that they compared their teladoc blood pressure readings to a manual reading performed by a medical professional. The readings were performed simultaneously and there was a 30mmhg difference between the two readings.